Event description:
Dealer states the center seat post is wobbly in the base. Set at the highest setting, unable to tighten the seat post any further. Dealer tried to lower by one notch down to see if the customer will accept.